Event description:
The customer reported getting a power supply failure, shock and pacer malfunction messages. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported getting a power supply failure, shock and pacer malfunction messages. No pt involvement was reported. The device was evaluated at philips. The reported symptoms were verified. The processor pca was replaced to resolve the issue.